Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was spinal pain. The patient reported they were having difficulties connecting to their pump. The patient stated, 'the circle spins until you're over the pump - it used to go right through and then deliver medicine, then searching for the pump, but then going to something totally different.' When the agent inquired what was on the handset screen, the patient swiped the handset and then stated they saw 'retrieving pump settings 72%,' and then mentioned 'it will say connecting to pump and retrieving pump settings but it's not connecting immediately like it has throughout.' The patient confirmed the handset and communicator took a charge well and were not plugged in while using them. The agent assisted the patient in canceling the connection, restarting the myptm app, and clearing data. The patient mentioned seeing a high battery usage message in settings. Prior to clearing data, the patient's data was 6.97 mb. The agent assisted the patient in connecting to the pump again, and the patient mentioned the communicator bluetooth light stopped flashing, and it appeared to go solid blue, but then the patient stated the communicator powered off. The patient stated they kept moving the communicator around the pump, but the screen would not progress. The agent reviewed general use, but the issue was not r esolved. The patient confirmed there was no other emi (electromagnetic interference) present, and the equipment had not been wet/dropped. It was noted that throughout the call, the patient was very escalated regarding the equipment and stated how much they hate the equipment, how slow the equipment is, and that they prefer their old equipment. During the call, the patient mentioned that they were hearing impaired, had difficulties seeing/reading serial numbers, and they were losing their voice. The patient stated that due to the inability to bolus, they were having issues with their legs. The patient stated that their legs ¿are going east-west instead of north-south, and later stated their legs get so bad that they don't go the way they want them too.¿ the patient stated that without boluses, their legs feel like 1000 pounds each. The patient mentioned they hadn¿t bolused in a few days due to this issue and later stated the event date was 'probably about last I'd say about wednesday.' When the agent inquired about falls/trauma, the patient stated, 'yes, I have, but it has nothing to do with the pump though - I fall a lot, and now that I don't have this (boluses), I will fall more.' A replacement handset was requested from the repair department because the screen would not progress past 'connecting' despite troubleshooting.

Manufacturer narrative:
Continuation of d10:product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.